Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Towards the end of the procedure, there was blood leaking around the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium through the hemostatic valve. It is unknown if the leak was from the hub of the sheath or the hemostatic valve. The sheath was removed, and remainder of the procedure was aborted. There were no visible damages on the hemostatic valve. The physician believes the issue occurred due to a product malfunction along with difficult patient¿s anatomy. The physician was not able to get transseptal access due to a curvature of the inferior vena cava (ivc), he attempted multiple wires and two sheaths. No medical/surgical intervention was required to stop the blood leakage. There was no extended hospitalization. There was no indication that the bleeding was excessive or that patient¿s hemodynamics was compromised. The device was visually inspected and it was found in good condition. The hemostatic valve was found in correct position. No damages observed. Irrigation test was performed and device failed since there was leakage from handle. The device was dissected and shaft was found broken inside the handle. The shaft could have been broken due to an external force, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001204, and no internal actions related to the complaint was found during the review. The customer complaint regarding leaking was confirmed. The root cause of the shaft broken cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Towards the end of the procedure, there was blood leaking around the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium through the hemostatic valve. It is unknown if the leak was from the hub of the sheath or the hemostatic valve. The sheath was removed, and remainder of the procedure was aborted. There were no visible damages on the hemostatic valve. The physician believes the issue occurred due to a product malfunction along with difficult patient¿s anatomy. The physician was not able to get transseptal access due to a curvature of the inferior vena cava (ivc), he attempted multiple wires and two sheaths. No medical/surgical intervention was required to stop the blood leakage. There was no extended hospitalization. There was no indication that the bleeding was excessive or that patient¿s hemodynamics was compromised. Since there was no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as a patient event. Despite it was reported there was no visible damage to the sheath¿s hemostatic valve, the issue described was assessed as a reportable hemostatic valve separation, as it was most likely that the blood leakage was due to a separation of the valve.